Event description:
Burn requiring treatment.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 a patient underwent a procedure in which a grounding pad was placed on left thigh. There were no complications reported regarding the grounding pad after the procedure, however on (B)(6) 2023 the patient reported back to the facility with "burns on left posterior thigh". She was prescribed silvadene cream, an antibiotic and referred to a plastic surgeon. The customer contact reports the patient noticed the burns the day of surgery. The sample has been requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.